Event description:
Healthcare provider informed sientra that the viality unit started leaking on the past four cases when the aura cleanse was poured in. Unit information is currently unavailable. Complaint 4 of 4.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information has been provided. Device information has not been provided at this time. This MDR covers unit 4 of 4. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.